Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a wearable failure after which they experienced a hyperglycemic event. The patient´s pump repeatedly alerted her to change the cartridge or check the autosoft. After four hours, the patient began feeling weak, disoriented, had trouble seeing clearly, and nearly passed out. The patient took a fingerstick and the blood glucose reading was 595 mg/dl. No medication was administered at home, and she was immediately taken to the hospital. At the hospital the blood glucose reading of 595 mg/dl was confirmed. The patient was treated with intravenous 14 units of insulin and lab tests were done. The diagnosis was hyperglycemia without ketoacidosis. The patient was discharged after 3 hours and the blood glucose reading was 237 mg/dl at that moment. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.